Event description:
Event verbatim [preferred term] back blistered; burning [burns second degree] , product was leaking/getting a little warm a little quick [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 44-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unknown frequency for back pain. There were no medical history and no concomitant medications. The patient previously used thermacare heatwrap from 2017 to 2017 once or twice for product used for unknown indication and experienced no adverse effect. She had used a couple thermacare patches. The patient reported two to two and a half weeks before (B)(6) 2018), she had gotten the product and put it on her back like normal if she had back pain. The patient reported she felt like the heatwrap was getting a little warm a little quick. She reported her back somewhat blistered on an unspecified date in (B)(6) 2018. The patient stated by the evening she started breaking out over her back, and it looked like chickenpox. The patient reported she had been treating herself. She didn't see a reason to go to the doctor. The patient reported she had gotten calamine lotion to help clear up her back, and her husband applied it daily. The patient reported she used dove body wash, and anything without fragrance to not irritate her back. As of a couple days ago her back was starting to clear up a little bit. The patient reported she thought she had a reaction or something to the product because she used it in the past and was okay. She thought her back was itching, but her back was actually burning when she put the patch on. Her back felt like it was hot and then cooled off. The patient reported the hot and cooling off had been going on since she used the product on her back. She felt like a heating pad got real warm on her back, and then cooled off within a minute or two. The patient reported she found out this morning (on (B)(6) 2018) there was a recall and the product is leaking from what the news is saying. The patient stated she realized she didn't have an allergic reaction, and the product was leaking. The patient stated she saw the recall in (city name) on the (news channel name). Unable to obtain a upc, lot number or expiration date as the caller has discarded the product. The patient reported the product was for the neck down and shoulder blade. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was recovering. According to product quality complaint group: rsnbly suggest device malfunc was yes and severity of harm was s3 for complaint sub-class: cells damaged/leaking. Final confirmation status was not confirmed and pr state was closed. Site sample status was not received.this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected follow-up (05feb2020): new information received from a product complaint group included: impact analysis, severity rating and malfunction was selected as yes. Follow-up (10feb2020): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Rsnbly suggest device malfunc was yes and severity of harm was s3 for complaint sub-class: cells damaged/leaking. Final confirmation status was not confirmed and pr state was closed. Site sample status was not received.this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] back blistered; burning [burns second degree] , product was leaking/getting a little warm a little quick [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 44-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unknown frequency for back pain. There were no medical history and no concomitant medications. The patient previously used thermacare heatwrap from 2017 to 2017 once or twice for product used for unknown indication and experienced no adverse effect. She had used a couple thermacare patches. The patient reported two to two and a half weeks before ((B)(6) 2018), she had gotten the product and put it on her back like normal if she had back pain. The patient reported she felt like the heatwrap was getting a little warm a little quick. She reported her back somewhat blistered on an unspecified date in (B)(6) 2018. The patient stated by the evening she started breaking out over her back, and it looked like chickenpox. The patient reported she had been treating herself. She didn't see a reason to go to the doctor. The patient reported she had gotten calamine lotion to help clear up her back, and her husband applied it daily. The patient reported she used dove body wash, and anything without fragrance to not irritate her back. As of a couple days ago her back was starting to clear up a little bit. The patient reported she thought she had a reaction or something to the product because she used it in the past and was okay. She thought her back was itching, but her back was actually burning when she put the patch on. Her back felt like it was hot and then cooled off. The patient reported the hot and cooling off had been going on since she used the product on her back. She felt like a heating pad got real warm on her back, and then cooled off within a minute or two. The patient reported she found out this morning (on (B)(6) 2018) there was a recall and the product is leaking from what the news is saying. The patient stated she realized she didn't have an allergic reaction, and the product was leaking. The patient stated she saw the recall in (city name) on the (news channel name). Unable to obtain a upc, lot number or expiration date as the caller has discarded the product. The patient reported the product was for the neck down and shoulder blade. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was recovering. According to product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Additional information has been requested and will be provided as it becomes available. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected follow-up (05feb2020): new information received from a product complaint group included: impact analysis, severity rating and malfunction was selected as yes. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] back blistered; burning [burns second degree] , product was leaking/getting a little warm a little quick [device leakage]. This is a spontaneous report from a contactable consumer (patient). A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unknown frequency for back pain. There were no medical history and no concomitant medications. The patient previously used thermacare heatwrap for product used for unknown indication and experienced no adverse effect. She had used a couple thermacare patches. The patient reported she used the product last year (in 2017) once or twice. The patient reported two to two and a half weeks ago, she had gotten the product and put it on her back like normal if she had back pain. The patient reported she felt like the heatwrap was getting a little warm a little quick. She reported her back somewhat blistered on an unspecified date. The patient stated by the evening she started breaking out over her back, and it looked like chickenpox. The patient reported she had been treating herself. She didn't see a reason to go to the doctor. The patient reported she had gotten calamine lotion to help clear up her back, and her husband applied it daily. The patient reported she used dove body wash, and anything without fragrance to not irritate her back. As of a couple days ago, her back was starting to clear up a little bit. The patient reported she thought she had a reaction or something to the product because she used it in the past and was okay. She thought her back was itching, but her back was actually burning when she put the patch on. Her back felt like it was hot and then cooled off. The patient reported the hot and cooling off had been going on since she used the product on her back. She felt like a heating pad got real warm on her back, and then cooled off within a minute or two. The patient reported she found out this morning (on (B)(6) 2018) there was a recall and the product is leaking from what the news is saying. The patient stated she realized she didn't have an allergic reaction, and the product was leaking. The patient stated she saw the recall in (city name) on the (news channel name). Unable to obtain a upc, lot number or expiration date as the caller has discarded the product. The patient reported the product was for the neck down and shoulder blade. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was recovering. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.